Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented during follow-up in clinic. It was noted the pacemaker was unable to be interrogated. Additionally, there was no magnet response on surface ECG. No intervention was performed at this time. No patient consequences were noted.

Event description:
New information received notes that premature battery depletion was suspected. The pulse generator was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of inability to interrogate, premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.